Manufacturer narrative:
The ge field engineer rebooted the unit which resolved the issue. No cause for the reported issue was identified. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.